Manufacturer narrative:
Additional contact information: pharmacy information: (B)(6). Prescriber information: (B)(6), cc: (B)(6).

Event description:
Information was received indicating that a pump with a cadd cassette alarmed no disposable with 71.5 remaining in the reservoir. It was reported the end user discarded the cassette and used a new cassette to restart the remodulin infusion. Remodulin 1mg/ml united therapeutics dose; 70 ng/kg/min intravenous continuous (B)(6) 2018 to current lot: 939655, expiration date (B)(6) 2023 pulmonary arterial hypertension (pah).